Event description:
It was reported that right ventricular (rv) lead exhibited oversensing and loss of capture (loc). As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific; however, further analysis has not yet been completed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.